Event description:
It was reported that during a pulsed field ablation procedure, mapping was conducted after the ablation confirming a successful isolation. The case was completed with pulsed field ablation. The blood pressure subsequently dropped. A medication for blood pressure support was administered without resolution. Intracardiac echocardiography revealed blood accumulation in the epicardium. The bleeding did not stop for some time. A heparin reversal agent was administered without resolution. A medication to suppress the effects of the usual anticoagulation therapy was administered which quickly stopped the bleeding. A drainage was performed. The physician noted that the drawn blood was not bright red. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psciv101 product type: catheter interface cable product ID: 10fcc13 product type: sheath product ID: psg100 product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was hospitalized due to the event.